Event description:
It was reported that the patient had negative effects following device adjustments. The patient was adjusted on (B)(6)2010, and they worked for a period of time. Following the adjustments, the patient made a three hour drive home and felt worse. The patient reported suicidal thoughts, ringing in the ear and anxiety. Patient's wife reported change in personality. Patient's status was unavailable at the time of report. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)